Event description:
It was reported that the customer was hospitalized for hyperglycemia. The nurse stated that the customer was receiving an alarm and the customer did not change out the set prior to the event. The customer was treated with two manual injections by the school nurse. It was conveyed to the contact to have the customer's family call back to do further troubleshooting. No further details.